Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. The unit was received with cracked case at display window corners, reservoir tube and reservoir tube window. The unit was received with minor scratched lcd window. The unit was received with broken battery tube threads.

Event description:
It was reported that the customer's spouse had a high blood glucose level. The customer's blood glucose level was 1000 mg/dl. The customer had pancreatitis and she had admitted at druid city hosp of tuscaloosa. The customer is still in the intensive care unit and was wearing the insulin pump at the time of emergency room visit. The pt was treated in the hosp. The customer's spouse was advised to speak to wife about whether she would like to return the insulin pump. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).